Manufacturer narrative:
The explanted lead will be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that at the device check three days post-implant, this right ventricular (rv) lead exhibited high pacing threshold measurements of 5v. A dislodgement was confirmed and a revision procedure was performed. During the revision, the helix became damaged and could not be retracted. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the distal tip was bent at a 15-degree angle between the helix housing and electrode ring. Deformed conductor coils along with surface puncture holes were noted at approximately 187 mm and 190 mm from the terminal pin. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported lead dislodgement.